Manufacturer narrative:
It was reported that there was a communication failure and device shutdown during the registration. Device history record review and complaint history review were not performed based on the low severity of this complaint. The log files investigation confirmed that a communication error occurred at the launch of the cooperative mode during the first registration step due to a udp socket timeout. This is a known anomaly.

Event description:
Patient under anesthesia, no incision made. Fiducial registration had begun, starting to move in free and fast movement, collision detected. No obvious excessive force from surgeon. No collision with patient or equipment. 5 minute delay. Surgery proceeded normally.